Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to allow and display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.